Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Reportedly, customer delivered too large of a bolus for a previous bg level. Reportedly, the customer required assistance from parents to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.